Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported an echocardiogram was performed at the patient¿s bedside and reveal the impella required repositioning. The impella was repositioned at bedside. The patient remained on impella support and was successfully weaned.